Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, lot#: 0207280888, implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the procedure took place on (B)(6) 2017. The issue was considered resolved and the patient experienced effective therapy. The pump was sent back to the manufacturer.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (25mg/ml, 23mg/day), clonidine (250mcg/ml, 230mcg/day), and bupivacaine (10mg/ml, 9.2mg/day) in an implantable pump for an unknown indication for use. The patient's concomitant medications and medical history were unknown. A volume discrepancy was found during a (B)(6) 2017 refill procedure (actual residual volume (arv) was 8.8ml and expected residual volume (erv) was 2.3ml). Additional volume discrepancies occurred on the following dates: (B)(6) 2017 arv of 6.0ml and erv of 4.7ml, (B)(6) 2017 arv of 16.8ml and erv of 2.9ml, (B)(6) 2017 (interpreted as (B)(6) 2017 as the listed refills occurred every month) arv of 8.5ml and erv of 3.3ml, (B)(6) 2017 arv of 8.8ml and erv of 2.3ml, and (B)(6) 2017 arv of 4.2ml and erv of 4.2ml. The patient did not experienced underdose symptoms, but had a "little bit more pain." There were no known environmental/external/patient factors that may have led or contributed to the volume discrepancies. The hcp programmed a bolus twice over 20 and 40 minutes respectively. It was thought there was no rotor movement. However, this could not be confirmed, as the hcp was reportedly alone. The patient also had an MRI. The catheter was observed to be in the intrathecal space and no granuloma was seen (also reported as no anomalies). The patient was also seen for a refill on (B)(6) 2017 and no volume discrepancy was seen. The hcp did not know if they wanted to replace the pump (also reported as explant was planned). The hcp was reportedly thinking about replacing the pump, but nothing was planned to date. The issue was considered unresolved as of (B)(6) 2017. No surgical intervention was scheduled or occurred. The status of the patient was stated to be alive and with no injury. No complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_cath lot# unknown serial# implanted: 2014 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
2017-06-20 mpxr 433705, mpxr433705.1 (for, hcp, rep): information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (25mg/ml, 23mg/day), clonidine (250mcg/ml, 230mcg/day), and bupivacaine (10mg/ml, 9.2mg/day) in an implantable pump for an unknown indication for use. The patient's concomitant medications and medical history were unknown. A volume discrepancy was found during a (B)(6) 2017 refill procedure (actual residual volume (arv) was 8.8ml and expected residual volume (erv) was 2.3ml). Additional volume discrepancies occurred on the following dates: (B)(6) 2017 arv of 6.0ml and erv of 4.7ml, (B)(6) 2017 arv of 16.8ml and erv of 2.9ml, (B)(6) 2017 (interpreted as (B)(6) 2017 as the listed refills occurred every month) arv of 8.5ml and erv of 3.3ml, (B)(6) 2017 arv of 8.8ml and erv of 2.3ml, and (B)(6) 2017 arv of 4.2ml and erv of 4.2ml. The patient did not experienced underdose symptoms, but had a "little bit more pain." There were no known environmental/external/patient factors that may have led or contributed to the volume discrepancies. The hcp programmed a bolus twice over 20 a nd 40 minutes respectively. It was thought there was no rotor movement. However, this could not be confirmed, as the hcp was reportedly alone. The patient also had an MRI. The catheter was observed to be in the intrathecal space and no granuloma was seen (also reported as no anomalies). The patient was also seen for a refill on (B)(6) 2017 and no volume discrepancy was seen. The hcp did not know if they wanted to replace the pump (also reported as explant was planned). The hcp was reportedly thinking about replacing the pump, but nothing was planned to date. The issue was considered unresolved as of (B)(6) 2017. No surgical intervention was scheduled or occurred. The status of the patient was stated to be alive and with no injury. No complications were reported/anticipated. 2017 (B)(6) mpxr-433705.2 (for, rep): additional information received from a manufacturer representative indicated the old catheter was ligated. The pump was explanted and would be returned. A new system was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.